Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the patient was hospitalized. No further information was obtained from the reporter. Customer support has made several attempts to contact the reporter in follow-up; however, no additional information was obtained. If further information is provided, a supplemental report will be submitted. This complaint is being reported based on the allegation that the patient was hospitalized due to an unknown cause while using insulin pump therapy.